Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had an out of box failure, the drive manifold was leaking and would not pass the all manifolds test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (component codes, investigation findings, medical device ¿ problem code)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: d1; d8; g1 contact person ¿ mfg site. The fse that encountered the issue replaced the drive manifold assembly. Installation of the unit was completed post replacement. The unit was tested and worked to manufacturer's specifications. The iabp was given to the customer and cleared for clinical use after in-service.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected field: g1 contact person ¿ mfg site.